Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had discomfort on their right side. They further stated that it felt like the wire was out. The rep told the patient that, as long as they were able to feel stimulation, the wire should still be in. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.